Manufacturer narrative:
Indicator. Eval summary: the analysis results of the el5ml found that the device was received in good visual condition. It was cycled and was fed and formed one conforming clip. The jaws open and close as intended during functional eval. The instrument locked out, as intended but the orange indicator did not show up completely. It could not be determined what may cause the event reported. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap chole procedure, on the third or fourth firing, the surgeon fired over an existing clip causing the jaws to temporarily lock. The surgeon was able to push the firing trigger forward and it opened. The same device was used to complete the procedure. There was no adverse consequence to the pt.